Manufacturer narrative:
H10: h2, h3, h6. The device, used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated issue. Visual inspection of the device showed moderate erosion of the screen/electrodes, some discoloration of the spacer, severed suction line and severed wand cable. The device could not be functionally tested, nor could data from the wand be extracted, as the device's wand cable was severed. Suction was tested using a syringe and performed as intended. The complaint was not verified, as the device could not be tested. The root cause could not be determined. The device meet all specification upon release into distribution. Factors, which may have contributed to the reported complaint include: 1) the device's wand tip may have been in contact with metal, thus causing the wand to short. 2) an issue with one of the concomitant devices in use at the time of this complaint event. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during arthroscopy procedure, an error message appeared "wand has shorted. Please replace wand" in the displayed during use. No delay and a back up was available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.